Event description:
Allegedly, the following occurred: the "ratchet" in off position gets blocked, and does not return easily to the on position. Requiring the use of both hands. The reported stated that it caused 3 intestinal perforations.